Manufacturer narrative:
Pump passed self-test and displacement test. Unit successfully downloaded to thump. No pump error 4 or pump error 63 noted during test. The pump downloaded history confirmed the pump alarmed pump error 4 (line number (B)(4) file number (B)(4) on (B)(6) 2025 01:42:01.000 and pump error 63 (line number (B)(4) file number (B)(4) on (B)(6) 2025 15:09:02.000, problem isolated to the pcb1 board and pcb2 board as per global logic analysis. No moisture damage noted to the electronic assembly or motor assembly per visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. The pump downloaded history confirmed the pump alarmed pump error 4 and pump error 63 in the pump history download, problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 4 alarm (the motor arm cannot communicate with the main arm) and pump error 63 alarm (hardware low level failures). The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was partially performed, the customer was able to clear the alarm. No harm requiring medical intervention was reported. Mmt-1805 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.